Manufacturer narrative:
We checked the returned unit and confirmed that the ccd wire is broken. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd wire. In addition, we confirmed that ccd module defective, air/water nozzle loosened, light guide fiber bundle (lcb) broken, u/d and r/l pulley wires worn out, and remote control buttons cut; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(blackout).

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(blackout).

Manufacturer narrative:
We checked the returned unit and confirmed that the ccd wire is broken. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd wire. In addition, we confirmed that ccd module defective, air/water nozzle loosened, light guide fiber bundle (lcb) broken, u/d and r/l pulley wires worn out, and remote control buttons cut; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.